Manufacturer narrative:
(Phone no): (B)(6). Name of healthcare professional is not known. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture and "tumor" of an unspecified side. The status of the device is unknown.